Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed no delivery. The customer was unable to complete the 5 unit prime. The customer removed the reservoir from the insulin pump, disconnected and reconnected the reservoir and the infusion set at the tubing connector, and used the plunger to manually prime. Insulin exited the tubing. The no delivery alarm was caused by an infusion set/reservoir occlusion. Customer's blood glucose level was 182 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.